Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer (fse) was dispatched and confirmed the device failed the pressure verification: setpoint 80: pilot: difference -2.51 cmh2o -2.00 2.00 test step during testing. The fse recommended the device's three-way solenoid valve and proportional valve be replaced to address the issue. A final report is being sent. If any additional information is received once the investigation is complete, a follow-up report will be filed.